Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient thinks their therapy turned off on christmas day because they noticed a metallic taste in their mouth like therapy is turned off and back on and they are shaking so bad. Patient said they saw hcp yesterday who used their physician equipment but they were unable to connect, then they noticed their implant battery was empty so they recharged it last night but they went to connect with their communicator and phone and it won't connect. They got the message: no device response. Worked with patient to use their equipment. Redirected to their doctor to turn therapy back on in person, reviewed the doctor can involve a manufacturing rep. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.